Event description:
Spontaneous. Pt reports the pump beeps every 45-50 seconds, giving high pressure alarm. Added cnss supervisor to conversation, who advised pt to change the tubing since this started after the cassette change last night (B)(6) 2022. Advised pt that if the pump continues to beep, this might be a IV line issue and they will need to go to the ER. No side effects or changes reported at this time. Patient will contact pharmacy back if pump alarm issue continues after changing tubing; they will let us know if they will be heading to the hospital or not. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace cassette? No. Did the patient have a backup product they were able to switch to? Yes. Was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What was the outcome of the event? Resolved, no replacement needed. Reported to (B)(6) by: patient/caregiver.